Manufacturer narrative:
The customer reported the device expiration date as may 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the bottom of the bag on the left side by the hole set in the corner of the bag. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code - (B)(6). The lot was manufactured between june 30, 2018 and july 1, 2018. The device was not received; however photographs were provided for evaluation. Photograph inspection identified fluid inside the zip-lock bag, however the source of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.